Manufacturer narrative:
The device was returned for analysis. The reported failure to cycle could not be confirmed. Analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficulties cannot be determined. The subsequent treatment appears to be related to the circumstances of the procedure. In this case, it is possible, an interaction with the anatomy caused enough needle tip deflection to prevent full coupling with the cuff, and/or a deflection during withdraw contributed to the reported suture retrieval issue, however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device relative to an interventional transcatheter aortic valve implantation procedure with a small-bore sheath. Reportedly, at the time of puncture, the needles failed to attach correctly. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.